Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has the wire broken. Visual inspection revealed that the device has the body detached at 167cm from the proximal part, the distal part of the device was not returned, also the body is kinked at 6cm from the proximal part of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01245. It was reported that the burr was unable to advance in the lesion. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that the burr was unable to advance in the lesion. The procedure was completed with a different device. No patient complications were reported. However, preliminary inspection of the returned device revealed that the rotawire was fractured and kinked.